Manufacturer narrative:
Investigation summary: review of customer data showed a mixture of positive, negative and invalid results. Discrepant results observed (per customer) show some curves with shallow and late sars amplification curves. Retain testing of mmx lot 111320 showed that product performs as expected. A quidel representative visited the site for troubleshooting and made recommendations for testing. Root cause:can not duplicate with retains; lab environment issue;unable to determine source: phone.

Event description:
Reported one false positive sars result. Unknown if the result was confirmed. Confirmation method(s) not provided.